Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station displayed an error message as "operating system cannot be loaded because of core integrity was failed to initiate" and went offline on remote support service. Customer tried to reboot the machine manually, but the issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station on blue screen and windows did not be recovered. The field service engineer (fse) reimaged the station with pas es 1.11 software and reconfigured the system as required. The system functioned as intended after the field service engineer (fse) resolved the issue.